Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service rep (csr) documentation and recorded phone conversation since medical affairs specialist (mas) was unable to contact the pt to obtain/verify additional info. The pt tests her blood sugar three times a day and manages her diabetes with metformin, diet and exercise. According to the pt, she first noticed her meter reading erratically on that day at 12:50 pm, when a back-to-back blood test was performed. The pt reported blood glucose results of "88 and 165 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl for lfs precision testing criteria. Due to the reported erratic readings, the pt stated that she did not make any changes to her diabetes mgmt. At an unspecified time after checking the blood sugar, the pt claimed that she felt "little bit hot and sweaty" but did not seek medical intervention or tested on another device. During troubleshooting, the csr verified that the results in the meter's memory matched. The pt was reading the meter right side up and the unit of measurement was set correctly to mg/dl. The testing technique and cleaning of the puncture area was correct at the time of testing. However, the pt did not code the meter correctly, which could contribute to false blood glucose readings. The pt's products have been replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting and the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.